Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that during surgery, an ophthalmic system had infusion pressure variation which was observed that the infusion parameter of the system was not maintaining the set value, as decreasing it automatically returned to a higher level. The surgery was completed as it was. Details of procedure and patient impact was not reported. Additional information has been requested but is not available at the time of this report. Additional information received reporting that the surgery was rhegmatogenous retinal detachment.